Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿reporter requesting rapid response to an issue they had just now in a case. The surgeon had to complete the case manually use to the saw being significantly out of plane for the posterior femoral cut. It is suspected that the femoral array moved, but they are requesting log files be pulled asap for investigation.¿ the velys array set knee was not returned to depuy synthes. However, the log file review and investigation performed by the systems team on the involved velys base station (B)(4) could confirm the reported issue. The investigation found that the most probable root cause of the issue is array movement, however the exact cause of the array movement cannot be established. Other factors include leg/robot movement and sub-optimal acquisition of anterior cortex line. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that velys base station, velys satellite station, velys saw handpiece, and velys array set knee were involved in a reported event during a total knee arthroplasty procedure. The issue occurred intra-operatively when the saw was significantly out of plane for the posterior femoral cut, suspected to be due to femoral array movement. As a result, the surgeon completed the case manually, leading to a delay in the procedure. There was no reported injury, medical intervention, or prolonged hospitalization, and no impact to the expected surgical outcome or patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.